Event description:
Device 1 of 2. Reference MFR . Report: 1627487-2013-25038. It was reported the pt may have incurred a possible cerebrospinal fluid leak during her trial procedure. It was also reported the pt was experiencing headaches and dizziness. In turn, the physician removed the leads and may have performed a blood patch.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.